Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) failed pulse testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. The reported problem (failed pulse testing) was confirmed. As received, the monitor failed incoming functionality testing. Upon evaluation, the leads for the high voltage capacitor c19 were pulled from the defibrillator board. The cause for the broken lead on c19 could not be positively identified. Root cause analysis determined that epoxy was not applied properly during previous servicing of the monitor. Retraining was conducted for assemblers. No adverse event resulted form the defective monitor.